Event description:
It was reported that during the patient's battery replacement the existing lead broke. The first replacement device was implanted, but all the electrode combinations with electrode 0 were measuring >4,000 ohms. When the health care provider (hcp) disconnected the lead, all the electrodes looked "crimped" and electrode 0 looked "pulled back." The lead was frayed and it was believed to have damaged the connector block of the first replacement device. A new battery and lead were used. Additional information received on (B)(4) 2012 reported a full revision was completed. The entire damaged lead was removed. The patient was getting good stimulation and was comfortable after initial programming.

Event description:
Additional information stated the event occurred during the insertion of the sacral nerve stimulator. It was reported the device was removed due to a battery malfunction and lead breakage. It was also reported the device was not used in the patient and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v327758. Product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot # v327758, implanted: (B)(6) 2012, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.